Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 10 am on (B)(6) 2016. The patient manages her diabetes with a fixed dose of insulin (unknown type). The patient reported a number of inaccurate high comparisons. The patient claimed obtaining blood glucose readings of ¿304 mg/dl¿ with the subject meter and ¿97 mg/dl¿ on a laboratory device. The tests were performed within 10 minutes of each other. The patient also claimed obtaining blood glucose readings of ¿252 mg/dl¿ with the subject meter and ¿116 mg/dl¿ on the other device, performed within 30 minutes of each other. In both comparisons, based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. At approximately 10 am on (B)(6) 2016 the patient alleged obtaining an inaccurate high result of ¿150 mg/dl¿ compared to her feelings. Lifescan does not consider this to be a valid comparison. At an unknown time following the alleged meter issue the patient began exercising. The patient was unable to confirm whether she developed symptoms but at an unknown time later the same day she was rushed to hospital. She was treated by a health care professional at approximately 11 am that day with IV fluids. At approximately the same time the patients blood glucose was measured on a hospital device with a reading of 27 mg/dl. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample sites. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.